Event description:
On 23rd february 2024, getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 116001b0 -otesus or table column, stationary. As it was stated, the remote control became unresponsive during elective surgery on the anesthetized patient. The touchscreen went black, the backlight was off and the control was "dead". The issue led to a delay of approximately 5 minutes. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 116001b0 -otesus or table column, stationary. As it was stated, the remote control became unresponsive during elective surgery on the anesthetized patient. The touchscreen went black, the backlight was off and the control was "dead". The issue led to a delay of approximately 5 minutes. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification. The device was being used for patient treatment when the malfunction occurred. The manufacturer has initiated the CAPA (B)(4) and decided to perform fsca that is in the planning phase. The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of b5 describe event or problem, d1 brand name, d4 catalog #, d4 unique identifier (UDI) # and h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 23rd february 2024, getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 116001b0 -otesus or table column, stationary. As it was stated, the remote control became unresponsive during elective surgery on the anesthetized patient. The touchscreen went black, the backlight was off and the control was "dead". The issue led to a delay of approximately 5 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: on 23rd february 2024, getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 116001b0 -otesus or table column, stationary. As it was stated, the remote control became unresponsive during elective surgery on the anesthetized patient. The touchscreen went black, the backlight was off and the control was "dead". The issue led to a delay of approximately 5 minutes. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. Previous d1 brand name: universal remote control corrected d1 brand name: universal remote device previous d4 catalog #: 100925a0 corrected d4 catalog #: n/a previous d4 unique identifier (UDI) #: n/a corrected d4 unique identifier (UDI) #: (B)(4) previous h6 component codes: electrical and magnetic/user input device/touchscreen/4764 electrical and magnetic/transmitter//3141 corrected h6 component codes: mechanical/controller//765 electrical and magnetic/computer software//4707.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h6 investigation conclusions and h11 additional manufacturer narrative fields deems required. This is based on the internal evaluation and additional information that has been received. Previous h6 investigation conclusions: inadequate software design./4318 corrected h6 investigation conclusions: cause traced to device design//12 previous h11 additional manufacturer narrative: getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 116001b0 -otesus or table column, stationary. As it was stated, the remote control became unresponsive during elective surgery on the anesthetized patient. The touchscreen went black, the backlight was off and the control was "dead". The issue led to a delay of approximately 5 minutes. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification. The device was being used for patient treatment when the malfunction occurred. The manufacturer has initiated the CAPA 2024-001 and decided to perform fsca that is in the planning phase. Corrected h11 additional manufacturer narrative: getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 116001b0 -otesus or table column, stationary. As it was stated, the remote control became unresponsive during elective surgery on the anesthetized patient. The touchscreen went black, the backlight was off and the control was "dead". The issue led to a delay of approximately 5 minutes. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification. The device was being used for patient treatment when the malfunction occurred. The manufacturer has initiated the CAPA and fsca 2024-001.

Manufacturer narrative:
The correction of d4 serial#, d4 unique identifier (UDI)#, h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous d4 serial#: (B)(6). Corrected d4 serial#: (B)(6). Previous d4 unique identifier (UDI)#: (B)(4). Corrected d4 unique identifier (UDI)#: (B)(4). Previous h4 device manufacture date: 06/01/2020. Corrected h4 device manufacture date: 12/06/2019.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2024, getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 116001b0 -otesus or table column, stationary. As it was stated, the remote control became unresponsive during elective surgery on the anesthetized patient. The touchscreen went black, the backlight was off and the control was "dead". The issue led to a delay of approximately 5 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.